Event description:
A malfunction was reported with malfunction code 12, but no notable events occurred prior to it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact reported. Technical support provided the customer with pump reset information, assisted in resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the problem happens again.